Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed a motor error, rewind taking longer, rewind and prime making louder and unusual sounds. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump buttons take multiple presses and alarm volume was decreased. Customer also states that insulin pump ha unexplained no delivery alarms and scratches on the insulin pump. Insulin pump had rejected new batteries alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.